Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to the moisture damage on the electronic assembly. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he heard a whistling, high pitched tone and had a blank display on the insulin pump. Customer's blood glucose was 331 mg/dl an hour ago. Customer stated that an alarm did not occur prior to the constant tone. Customer got a low battery alarm last night. Customer stated that the alarm did not clear successfully and the pump did not turn back on. Customer had the battery out of the pump all day. Customer's blood glucose is currently at 265 mg/dl. Customer changed the battery and stated that it does count but goes off again. Customer has been on his back-up plan. Customer was advised that the pump will need to be replaced.